Manufacturer narrative:
(B)(4). All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Manufacturer narrative:
Boston scientific received information that the terminal portion of the lead was returned severed at 73 millimeters from the terminal pin. The returned portion was subject to direct current resistance testing and passed on all paths, verifying the segment¿s electrical performance was intact. No further testing was performed. Analysis could not confirm the clinical allegations observed in the field with the returned portion.

Event description:
A portion of the lead was returned from an unknown source over three and a half years later with no further allegations.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedance measurement. Boston scientific technical services (ts) stated it is not uncommon to see higher than expected shock impedances with a single coil lead like this one. The field representative is working with the physician. There were no adverse patient effects reported. Additional information was provided that the clinic will continue to monitor the impedance readings. All other measurements are good and stable. There were no adverse effects to the patient. Additional information was received that this implantable cardioverter defibrillator (ICD) and rv lead continue to exhibit high out of range shock impedance measurements.